Event description:
It was reported that at 39,888 joules while using the surgical fiber during a prostate procedure, the tip of fiber blew off . The procedure was completed using a second fiber. Outcome: no injury to the patient.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the report that the tip of the fiber blew off could not be confirmed, the fiber tip was found to be attached; however, the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.